Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13962.

Manufacturer narrative:
The 14fr esheath was returned to edwards for evaluation. Visual inspection revealed the following: the valve stuck inside sheath, sheath partially expanded and the remaining portion unexpanded, tip is unopened with severe damage to soft tip, sheath tip is opened along the vertical score line with minor hdpe material stretching at end of score line, multiple damages found on hdpe material along the seam: at the distal tip, two (2) liner tears found at valve location, two liner strands found at valve location, scratches along entire length of sheath shafts and minor cut on strain relief material appearing to be continuous cut from hdpe scratch.  Procedural imaging and a photo was received and revealed an area of the right access vessel showing a minimal luminal diameter (mld) under minimum requirements of 5.5mm (safe use of a 14fr esheath), and heavily calcified and tortuous iliofemoral vessels. Functional testing was not performed due to the nature of the complaint (sheath damaged). Dimensional testing was performed on the liner thickness along the length of the tear and liner strands and was found to be within specification. During manufacturing, the esheath is both visually inspected and tested several times throughout the process. During manufacturing per procedure, the sheath shaft components are 100% visually inspected for defects. During manufacturing of the sheath shaft component, the esheath tip are inspected for defects. During manufacturing, proximal expansion was performed on the sheath per procedure and the sheath was then visually inspected for seam separation. During the manufacturing process the esheath final assemblies are 100% visually inspected by both manufacturing and quality per procedure. In addition, during product verification (pv) testing is performed on lot samples, the esheath is inspected for physical defects or damage, expander insertion force testing, seam separation, and abnormalities such as liner tears. The lot met statistical requirements as requirement for lot released. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event. A lot history review was performed and no other complaints for the reported event were noted. The instructions for use (IFU) for esheath, IFU for delivery system, prepping manual, and device training manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. The procedural training manual provides guidance on vessels that have diameters less than 5.5mm or 6mm for the esheath introducer set. An additional dilator is included with the system for vessel dilation, the 14f sheath is to be used with a minimum vessel diameter of 5.5 mm, and the edwards esheath introducer set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. In addition, the procedural manual provides best practices for system advancement force. The following best practices may be considered for a thv procedure at the physician¿s discretion. Additional considerations should be made for the presence of tortuous anatomy, small vessel diameters and/or calcification. Crimp technique verification by utilizing proper crimp technique by performing 3x crimp for 5 seconds every time. This ensures the appropriate crimp profile for the valve to be inserted through the sheath without adding to system advancement force. During sheath insertion angle and short movements should be performed. System advancement force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Perform shallow stick/puncture so that sheath is parallel to leg. Use short movements and push delivery system closer to sheath hub. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were confirmed based on the condition of device return. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As per report, ¿and there was difficulty advancing the 14fr sheath due to tortuosity¿. The physician encountered difficulty advancing the delivery system through the tortuous anatomy.¿ per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ the 3mensio imagery provided revealed ¿heavily calcified and tortuous iliofemoral vessels¿ and an area of the right access vessel with mld under minimum requirements of 5.5mm. Tortuous patient anatomy can create sub-optimal angles that can lead to non-axial alignment in the advancement. The presence of calcification, as evidenced by the scratches to the sheath shaft and soft tip damage can reduce the vessel lumen diameter and may increase restriction leading to resistance. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. It is likely that these patient factors (calcification, tortuosity, undersized vessels) contributed to the initial sheath insertion difficulties and subsequent delivery system resistance. The damaged valve, as evidenced by the bent valve strut, altered the profile of the valve, becoming more susceptible to catching onto other surfaces. The interaction between the altered profile of the valve and the sheath, combined with excessive device manipulation to counter the resistance and access vessel calcification, which can interact with the liner, may have contributed to the liner tear, liner strands and damaged hdpe observed on the sheath in this case, available information suggests that patient (calcification/tortuosity/undersized mld) and procedural factors (bent valve strut caught on liner/excessive device manipulation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Although no labeling or IFU/training inadequacies were identified, a product risk assessment has been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation issues associated with insertion of the valve through the sheath using the sapien 3 ultra system.

Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. Devices will be returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, regarding a 26mm sapien 3 ultra valve in the aortic position via commander delivery system and 14f esheath, the patient had heavily calcified and tortuous iliofemoral vessels. There was difficulty advancing the 14fr sheath due to tortuosity. Once the14fr sheath was in place, the first 26mm commander delivery system was inserted. The operator encountered difficulty advancing the delivery system through the tortuous anatomy. The valve became stuck in the halfway into the sheath (mid external iliac), and it looked like one of the struts became damaged. The sheath, valve and delivery system were removed without difficulty. The sheath was split upon removal. A 16 fr sheath was inserted, and a second 26mm sapien 3 ultra valve was prepped. Viper glide was injected into the loader and the delivery system was advanced without incident. The 26mm sapien 3 ultra valve was deployed successfully. An angiogram of the left iliofemoral system was performed, which revealed no injury to the vessel. There was no injury the patient. Devices will be returned for evaluation.